Event description:
The waist pack was returned to manufacturer because it was damaged. The waist pack remains is expected to be replaced. The waist pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation concomitant medical products: -0185; 4470 leads implanted date: unknown. -690r26 heart ring implanted date: (B)(6) 2016 -ddbb1d1 ICD implanted date: (B)(6) 2015 product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a torn seam around the controller pocket. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the pack. CAPA (B)(4) was created to investigate damaged packs. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.